Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had over temp alarm during use. Registered nurse (rn) stated she had restarted the pump, and the pump no longer had an alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g6, h2, h11. Corrected field: g3. In the initial emdr the g3 (10/31/2025) field was left blank in error, it has been populated in this follow up emdr 1.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. Corrected fields: b7. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had restarted the pump and it no longer had an alarm. Personnel explained the pump would need to go to biomed. When asked if they had another pump to change the patient over to if the alarm occurred again, the customer stated all 3 pumps were currently in use. Personnel explained if the alarm went off again, they would power the pump off and give it a couple of minutes then restart it. The customer stated the patient was scheduled for open heart surgery later in the day, and the patient's heart rate was in the 80s and the pump was not against the bed.